Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A review of the controller log files associated with the event captured in cmp-17369 confirmed the high power consumption. A rise in power consumption has been logged starting (B)(6) 2016 to a peak of 4.6w on (B)(6) 2016 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. Hvad pump hw22602 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and several high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus is a known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the hospital sent the log files on (B)(6) 2016 and saw a rise in power consumption. It was stated that the patient presented with red urine and yellow sclera. It was stated that the patient was receiving argatroban , but agatroban don't resolved the issue and they started two days later with atp and that resolved the issue, patient is stationary in hospital. It was further stated that the patient is pending discharge on normal ward until inr is properly adjusted. No additional information available.